Manufacturer narrative:
Vyaire medical file identification: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer performed log file analysis on the device and verified a defective mainboard. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was experiencing a transducer fault alarm. The customer confirmed that there was no patient involvement associated with the reported event.